Event description:
It was reported that during patient infusion of norepinephrine with a spectrum pump in the cardiac catheterization laboratory, the patient experienced hypotension reported as "lowest sbp was 94 after cuff pressures started." The event occurred after the spectrum pump ¿did an inappropriate" shutdown and cleared the settings on the pump. According to the reporter, the medication was ¿off for 5-10 minutes.¿ there was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.